Event description:
It was reported that during the procedure in the moderately calcified, non-tortuous, left common femoral artery, a spartacore guide wire was advanced without resistance followed by advancement of a 5x20x80 rx viatrac plus dilatation catheter without resistance. Dilatation was performed successfully. The viatrac catheter was withdrawn without resistance from the anatomy; however, once outside of the anatomy, near the end of the guide wire, the catheter became stuck on the guide wire. The guide wire was cut and both the catheter and guide wire were removed together. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the balloon catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The rx viatrac 14 plus referenced in is being filed under a separate manufacturing report number.